Manufacturer narrative:
The electrodes were returned to zoll medical corporation open and appeared used. The customer's report was not replicated or confirmed. Visual inspection found the presence of hair, skin, and debris on the pads. The presence of hair, skin, and debris on the pads can lead to poor coupling which can result in patient burn. The electrodes passed all testing including multiple shock testing at various joule settings without duplicating the report. The electrodes were scrapped. Electrode labeling calls out the importance of good placement on the patient and provides instructions for proper electrode application technique. Poor adherence and/or air under the electrodes can lead to the possibility of arcing and skin burns. Good skin preparation does not guarantee a burn will not occur and burns from defibrillation are an expected risk. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), a loud pop noise was heard and after removing the electrode pads, burns were found on the patient's skin. Complainant indicated that the patient sustained second degree burns.